Manufacturer narrative:
The harmonic ace curved shears instrument has not been returned to intuitive for failure analysis.

Event description:
It was reported that during a da vinci-assisted lower pancreatic and duodenal radical treatment procedure, the head of the harmonic ace curved shears instrument was broken. The surgeon was dissecting when the device fragment fell inside the patient. The surgeon believes the instrument broke due to quality of the device. The device fragment was retrieved using a cadiere forceps instrument and confirmation of retrieval was confirmed by visually piecing the pieces together. No additional surgical procedure was required to remove the fragment. No post-operative tests, such as an x-ray or ultrasound, were performed to check for remaining fragments. The procedure was completed robotically using a back-up harmonic ace instrument. The patient has not returned to the hospital due to any post-surgical complications related to retaining a foreign object. There was no injury to the patient.